Manufacturer narrative:
Severe corrosion was noted throughout the internal components of the device.

Event description:
The micro sagittal saw was sent for analysis because metal flakes were coming out of the device during a procedure. Flakes were noted in the surgical site but were successfully cleaned out. No med treatment was provided as a result of this event. A replacement device was readily available and was used to complete the procedure successfully. No adverse event was reported.